Manufacturer narrative:
Insulin pump powered up properly and no blank display noted. Unit received with normal operating currents. No damage found on the lcd isolation tape noted. No failed battery test alarms occurred during testing. Insulin pump passed the self-test and unexpected restart error test. No displayable history check failed on startup or unexpected restart alarms noted during testing however, displayable history check failed on startup alarm found in the alarm history file due to corrupted history file. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed displayable history check failed on startup and unexpected restart. At night, the insulin pump had a blank display. After receiving a replacement battery cap, the insulin pump alarmed failed battery test. Customer's blood glucose level was 82 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.